Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported side unspecified rupture. The device remains implanted; explant scheduled.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to a rupture. Device analysis: visual analysis of the returned device identified underweight, broken shell and others, crease flat and missing a piece of shell (25-50%). A microscopic analysis was performed which identified broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Physician reported right side rupture. Device has been explanted. Additionally, it was noted patient was feeling "panicked as the implants were completely deteriorated."